Event description:
Reporter indicated that the patient has had increased seizures and has not perceived stimulation for two weeks prior to event. The patient's device was interrogated and high impedance was obtained. The patient is scheduled for surgery in 2008. All attempts for further information are pending.

Manufacturer narrative:
Device failure suspected.